Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced communication issues with their ins. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced to address the issue.